Event description:
The customer reported having low blood glucose of 37mg/dl at time of the event. The caller stated that he got in a car accident and ran into a light pole. The customer was admitted as an inpatient for medical treatment. The customer mentioned having a pastry, then he bolused and drove his car. The caller stated that the paramedics were called to the scene. The customer was unconscious for a while and then he remembers walking up in the ambulance. The customer stated that he possible over bolused for his pastry, which is 60 carbohydrates and took 15.0 units of insulin. Reviewed the programming and found that recently his basal rate has been increased by 0.5 units. The customer mentioned that the insulin pump was exposed to a high magnetic field while having a head and chest x-rays, and he was wearing the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.